Manufacturer narrative:
Reporter noted that he destroyed device. Method: this report is being filed based on anecdotal info from reporter. Info was provided when reporter was contacted in conjunction with unrelated remedial action (B)(4). This report is being filed as there is insufficient info to determine association/lack of association of device with event outcome.

Event description:
Exact date of event unk ((B)(6)2009 - (B)(6)2010). AED deployed and shock delivered. Subject was not resuscitated. (B)(4).